Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by painful stomach, fever, vomiting and cloudy bag. The patient visited their pd clinic but was not hospitalized for the reported event. The treatment for peritonitis was unspecified antibiotics administered intraperitoneally (ip) (dosage and route not reported). The patient was recovering from the peritonitis. The antibiotic treatment was ongoing. The pd therapy was ongoing manually, but the dose was reduced. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.